Event description:
It was observed during inspection of the device, the nozzle of the bronchovideoscope was missing. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch inadvertently reported that the nozzle of the bronchovideoscope was missing during the device evaluation; however; the subject device originally does not have an air/water nozzle. Therefore, the nozzle was not missing. There was no reportable malfunction related to the subject device captured in this complaint.